Event description:
It was reported that a patient's ambulatory infusion pump emitted a high pressure alarm during therapy. Patient checked the tubing for kinks and any obstruction and found none so she immediately replaced the pump with the back-up pump and continued therapy without incident.